Manufacturer narrative:
The date of event is estimated. During processing of this complaint, attempts were made to obtain complete event and device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention wherein the bilateral leads were explanted and replaced with one lead for an unknown reason.